Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device rattles inside when you move the monitor and it sounds like something may be broken inside. This occurred during morning check. No patient involvement reported at the time of the event.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR# 3003832357-2025-000084. Please disregard this report.